Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was experiencing high blood glucose. Customer's blood glucose was 540 mg/dl. He treated with a manual injection. Customer experienced nausea and vomiting. Customer did not have ketones. He did not contact his doctor. In troubleshooting, no device anomalies were found. Customer was advised to change infusion sets and monitor the issue. Customer's blood glucose was 270 mg/dl at the end of the call.